Event description:
Spontaneous. Pt reported a damaged cassette for her ivr. When she opened the packaging to get the cassette she noticed it was damaged, it had a broken blue dip and was unable to draw medication up into the cassette because of the broken dip. Pt did not use the damaged cassette, used one that was undamaged. Lot# 4461356. No other information provided at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No damage to the pump. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? No. Did we(MFR) replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.